Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer could not read the screen. The display was missing. Customer's blood glucose level was 157 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked and bleeding lcd glass. Unable to perform any tests due to the lcd physical damage. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.